Event description:
Customer allegedly received the following results, with two different nano meters, within 10 minutes: 500 mg/dl (system 1) and 190 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).